Manufacturer narrative:
The customer contacted resmed to request assistance regarding an astral device with a frozen screen and will not power off. A resmed product support specialist went through the troubleshooting steps with the customer and requested the customer to perform a safety reset. Troubleshooting resolved the reported issue and the customer confirmed the device operated with no further issues. No device was returned to resmed for investigation. (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable touch screen and failed to power down. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an astral device that was unresponsive. Astral support went through the troubleshooting steps with the customer and requested that the device be rebooted. After the hard reboot, the device screen was operational. An extensive engineering investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device failure to power off and display failure were most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable touch screen and failed to power down. There was no patient injury reported as a result of this incident.